Event description:
A customer contacted beckman coulter regarding a falsely low platelet (plt) result that was generated by the coulter lh 750 instrument. A pt sample collected in an edta tube was tested for plt and a result of 129 x 10 to third power cells/ul was obtained. Per physician's order, the customer performed a manual smear of this sample which indicated presence of plt clumps. The customer vortexed the original sample and then retested for plt; the repeated result was 212 x 10 to third power cells/ul. In addition, the pt sample was also run from a blue top, citrate tube for plt and a result of 233 x 10 to third power cells/ul was obtained. (Printouts not provided). The erroneous plt result was not reported out of the lab and pt treatment was not affected as a result of this event.

Manufacturer narrative:
Investigation summary: qc was not performed before or after this event. The instrument is currently performing within qc specifications. No add'l info regarding this event was provided by the customer. The event was reviewed with very limited info. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.